Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and device was not detected on bus. A field service engineer had escort logged into the station and demonstrated that auxiliary drawer 5.1, specifically the d row and e row pockets, were not registering on the bus and removed the drawer from the auxiliary chassis and inspected the rear of the drawer. All components and cables were checked and reseated, and the drawer was reinstalled into the auxiliary chassis. The pixi bus cable was reconnected, and the station was restarted to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5.1 of the device cabinet displayed messages indicating that multiple cubies were not detected on the device bus. This issue did not appear to affect all cubies; it was currently limited to those located in the first two rows of the drawer. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.